Event description:
Slush drape 1: after draining fluid from the warmer after the case was over, fluid noticed underneath the drape. Dime size round melted area noticed.slush drape 2: mitral valve repair- fluid under drape noticed after procedure over; drape tested in outside sink - slow water drip noted.slush drape 3: exploratory laparoscopy- fluid found in warmer as drape was removed.